Manufacturer narrative:
(B)(4). Concomitant medical products: persona natural stemmed tibial component size e left, catalog #: 42532007101, lot #: 63189523; zimmer persona ps polyethylene articular surface size 10, catalog #: 42512400710, lot #: 62762730; persona cemented all poly patella 35mm, catalog #: 42540000035, lot #: 63432243. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The devices history records were reviewed and no discrepancies relevant to the reported event were identified. Review of medical records received confirmed that the patient underwent a third retinacular repair and reconstruction with allograft due to left knee pain, patellar instability with obvious dislocation with knee flexion and a palpable defective retinaculum. The surgeon reported that the retinaculum had failed at the central portion of the patella. The quadriceps portion was healed, as was the distal most aspect of the retinaculum. Extensive scarring was noted laterally, causing the patella to sublux. The surgeon aggressively cauterized to release the lateral retinaculum which ¿left a significant defect laterally¿. He then used an achilles allograft to repair it. Per the package insert for the persona knee, pain is one of the known adverse effects of the tka procedure. Compatibility of the implants was also reviewed, and per the package insert for nexgen cr-flex and lps-flex knees, nexgen femoral components are not compatible with persona articular surfaces or tibial components. However, a definitive root cause of the tendon tear and pain leading to retinaculum repair or effect of the off-label use of the nexgen femur cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The complainant indicated that the product would not be returned to zimmer biomet for investigation, as the devices remain implanted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00582

Event description:
It is reported that the patient underwent a left knee retinaculum repair and reconstruction with allograft four months following her last left knee procedure due to recurrent retinacular rupture, continued pain and gross patellar component instability.